Manufacturer narrative:
This follow-up report is being submitted to document that the device has been returned to the manufacturer for investigation. Section d9 has been updated to reflect that the product was returned for investigation.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the aic touch elements did not respond. Impossible to change p level.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.